Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed de novo lesion was located in a non-calcified severely tortuous mid right coronary artery. The lesion was predilated with a 2.5mm non bsc balloon. The physician attempted to advance a 3.00x24mm taxus liberte' drug eluting stent to the lesion, but could not cross a non bsc stent that was placed approximately one year prior; severe resistance was noted. As the device was being removed, severe resistance was encountered at the distal edge of a guide catheter. The physician was concerned about stent dislodgement and the guide catheter and the stent delivery system were removed together as one unit. During removal, the stent dislodged at the end of the introducer sheath. The dislodged stent was captured with a snare and successfully removed. The procedure was completed with a different device. No further patient injuries or complications occurred. Patient status is satisfactory.